Manufacturer narrative:
The primary report of the autopulse platform ((B)(4)) displaying a user advisory (ua) 7 (discrepancy between load 1 and load 2 too large) error message was confirmed during functional testing and archive data review. The secondary report of broken battery clip is not confirmed during functional testing and visual inspection. Evaluation of the platform upon pressing start/continue button displayed a ua 7 error message on the user control panel. It was identified that load cell is defective. The root cause of the ua 7 error message was attributed to this issue. Review of the retrieved archive data confirmed multiple occurrences of ua 7 error messages on (B)(6) 2018, thus confirming the reported event. As part of routine service during testing, the platform was further examined found damaged front enclosure and lcd (no backlight). These are unrelated to the reported event. Upon customer approval, the damaged part and the lcd as well as the load cells will be replaced. The platform will be further tested to full specification. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse platform with serial number (B)(4).

Event description:
During use on a patient, the autopulse platform displayed ua7 (discrepancy between load 1 and load 2 too large) error message. The crew attempted to clear the ua7 error with a mannequin but the error continued to persist. The use of the autopulse discontinued and the crew switch to manual CPR. Rosc was achieved and the patient was transferred to the hospital. In addition, the customer also reported that the battery latch is broken. Age and gender of patient is unknown.